Event description:
It was reported that the patient's implantable cardioverter defibrillator, right ventricular lead, and left ventricular lead were explanted due to pocket infection which resulted from diabetic issues. A replacement right ventricular lead was implanted. The chronic implantable cardioverter defibrillator was connected externally. The patient was stable.